Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received low sensor readings, which were lower than they felt, and was treated with sugar and sweet foods, and stopped insulin. The customer experienced vomiting and "general ill being" and was treated with "hydration" serum and glucose by emergency services. Subsequently, the customer was determined to be hyperglycemic (unspecified healthcare meter result) and treated with insulin (dose/type unknown) and saline/glucose solution via IV. There was no report of death or permanent impairment associated with this event.